Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.

Event description:
Related manufacturer reference number: 2017865-2023-13147, related manufacturer reference number: 2017865-2023-13148. It was reported that the patient presented for a follow-up in clinic with pocket erosion. Possible vegetation was visualized with intracardiac echocardiography. The physician explanted the active system ¿ pacemaker, right ventricular lead and atrial lead. The patient was in stable condition throughout the procedure.